Manufacturer narrative:
Additional information: corrected with the proper procedure. If information is provided in the future, a supplemental report will be issued.

Event description:
The issue occurred during a shunt placement procedure.

Manufacturer narrative:
Analysis on the returned emitter box resulted in no failure being found through functional testing and visual/physical examination. Analysis on the returned em field generator resulted in an electrical failure that was found through functional testing and visual/physical examination. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing confirmed the reported issue and revealed that the system did not perform as intended. The em box and emitter were both replaced which resolved the issue. The system then passed a system checkout. Other applicable components are: product ID: 9660651r, serial/lot #: unknown, ubd: unknown, UDI# unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Both the emitter and em box were replaced which resolved the issue.

Manufacturer narrative:
Patient information was unavailable from the site. No devices were returned to the manufacturer for analysis. Device manufacturing date is unavailable. Other relevant device(s) are: field generator 9731203 em mobile. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a catheter placement procedure. It was reported that the navigation system and the emitter was working correctly and all of the sudden, the em box cutout and the instruments went into red status. The box and the emitter also went into red status. The site restarted the software and attempted to re-plug the port but the issue was not resolved. The site ended up passing the stylet without navigation. They were able to place the catheter without navigation. There was a 10-minute delay in the procedure and no impact on patient outcome. It was later noted that the representative was able to replicate the issue again after the system was powered on for 30-minutes. Under the me interface, there was one fault under drive but all the other statuses were good. The fault light was not on for the box and the status was a 7. Technical services (ts) had the representative disconnect the emitter and the system fault cleared and the em box was in green status. The representative also noted physical damage to the emitter.